Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left hip arthroplasty on unknown date. Subsequently, the pmi is requesting a 14/16 taper head for an upcoming revision due to unknown reasons. It was noted the current implants are approximately 30 years old. Attempts have been made and additional information on the reported event is unavailable at this time.